Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The high blood glucose level of customer was 493 mg/dl. Current blood glucose level of customer was 142 mg/dl. It was known that customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was known that auto mode feature was active at the time of incident. Insulin delivery was suspended due to difference in sensor glucose and blood glucose level. The customer¿s blood glucose was 493 mg/dl and sensor glucose was at the time of the event 40 mg/dl, the difference was outside the acceptable range. Suspend on low limit in sensor settings was at 60 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.